Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient with congenital hydrocephalus at a different facility 6 years ago when she was (B)(6) (now she is (B)(6) female). The initial pressure setting is unknown. After implantation, the patient had a headache and a tendency to overdrainage was noted. The patient was being monitored for a while, and then her condition got worse from images and clinical symptoms, so the device was replaced on (B)(6) 2016. The patient's headache got better after the revision and she is currently being monitored. The surgeon requested to verify whether the valve had been functioning properly according to settings.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: biological debris was noted inside the valve. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheter was irrigated, no occlusion was noted. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was then pressure tested at 30mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 18th november 2000. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.